Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: cmrm6133 absorbable envelope, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. Anti biotics were administered and cultures were returned as gram negative rods and e-coli. An anti-bacterial pouch had been used approximately five weeks prior. No further patient complications have been reported as a result of this event.